Event description:
It was reported that the customer experienced a low blood glucose (bg) level displayed as "low". A specific bg value was not provided. Cause was not known. The customer consumed glucose tablets to address their bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.